Event description:
Device malfunction: failure to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: unknown. It was reported that an unknown device failure occurred. It is unknown if the failure occurred before or during the procedure. The device was given to the abbott vascular account manager by the customer in the original packaging. The packaging had been opened but it could not be determined if the device had been used. Upon return of the device to abbott vascular, investigation revealed that the device was used and failed to deploy.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device revealed partial deployment. The garage leaves were bent. The exchange sheath was damaged by the garage leaves and the flex-guide was carved distal of the strain relief and continuing proximal of the pusher body. If the tube set is not kept in line with the nylon shaft during deployment, the tube set may carve into the nylon shaft and subsequently prevent clip deployment. Therefore, based on the investigation findings, the root cause for the shaft carving is misalignment of the tube set in relation to the nylon shaft. The misalignment subsequently caused the partial deployment. No manufacturing issue was detected. A review of the device history record for this lot did not produce any findings relevant to this investigation.